Event description:
It was reported that the patient experienced less than 50% therapy relief and ineffective therapy/pain relief. At a follow-up appointment, a catheter access port (cap) study was done and a catheter occlusion was identified. A catheter replacement was required. Segments were not left in the intrathecal space. No additional actions or interventions were taken. The patient status at the time of this report was indicated to be ¿alive-no injury¿. As of (B)(6) 2015, it was unknown how the patient was doing as it had only been 5 days since the procedure. The device system was used to deliver dilaudid 40mg/ml at 14.243 mg/day. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of catheter serial # (B)(4) revealed a dark residue occlusion in the dispensing holes of the catheter body, which was determined to be event-related. As received, dark foreign material was seen in 2 wets of the dispensing holes of segment 3. When initially tested for patency, an occlusion was seen in both sets, but all occlusions were easily broken loose. After decontamination, the dark foreign material was no longer in the most proximal set of dispensing holes but the catheter was still discolored in this area. Analysis of the catheter segment with an unknown serial # revealed acceptable testing. All previously reported conclusion codes have been updated/corrected.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. Product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.